Manufacturer narrative:
Correction: h6 device code - removal of entrapment of device code as review determined it was inadvertently added. Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr and that the burr was detached from the coil. The product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched at the point of detachment.

Event description:
It was reported that a burr detachment occurred and became stuck with the guidewire. A 1.50mm rotapro was selected for use for a percutaneous coronary intervention procedure. During preparation, it was noted that the drill head of the 1.50mm rotapro came loose and detached from the shaft of the device when it was threaded onto the guidewire. The 1.50mm rotapro drill head remained on the guidewire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a burr detachment occurred and became stuck with the guidewire. A 1.50mm rotapro was selected for use for a percutaneous coronary intervention procedure. During preparation, it was noted that the drill head of the 1.50mm rotapro came loose and detached from the shaft of the device when it was threaded onto the guidewire. The 1.50mm rotapro drill head remained on the guidewire. The procedure was completed with another of the same device. No patient complications were reported.